Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for spinal pain reported they were having difficulty making adjustments to their stimulation settings and they weren't feeling stimulation as of (B)(6). The patient was walked through synching with the ins, but they couldn't tell if the lightning bolt was apparent or not. Stimulation was currently set at 7.10. The implantable neurostimulator (ins) on button was hit which resulted in the patient feeling stimulation again, but it was really fast. Stimulation was decreased down to 6.00 where it was comfortable for the patient. Assistance was given to the patient to make sure they knew how to turn stimulation on/off because their healthcare provider (hcp) instructed them to keep stimulation on for 20 minutes at a time and then turn stimulation off. The cause of the patient not feeling stimulation was due to stimulation being off. Following troubleshooting stimulation was turned back on and the patient was feeling stimulation again at a comfortable level.